Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device image analysis indicated average monthly voltage and current trends were normal. Analysis of the device image showed that device was set to auto-capture. When the device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further electrical and mechanical analysis did not find any anomaly and device was at eri. Longevity assessment was performed, and device exceeded 75% of the projected longevity and is considered normal depletion.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.